Event description:
It was reported, on the third pass de-clotting the fistula graft, the clinician removed the ptd and noticed the cone had become detached from the distal end of the ptd. Upon closer examination, the cone had detached but was still on the end of the wire. The cone was successfully retrieved with no surgical intervention and there were no reported pt complications.

Manufacturer narrative:
A follow-up report will be filed if more information becomes available.